Event description:
The pt was undergoing a procedure to stent the left ica with tortuous anatomy and a dissection. The hemostasis flow valve adaptor leaked when the saline bag was changed after eleven hours of the procedure. An rhv was used to replace the valve and the case was completed successfully.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed an did not reveal any outstanding discrepancies, design or quality concerns.